Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that was not turning on; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. Baxter quality engineering determined the reported condition to be a manual tube release issue. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Upon further review the assignable cause has been attributed to the manual tube release knob in open position, which was caused by use/user error. A service history review revealed this device has been serviced six times prior to this event. However, no previous service events were related to the reported condition. A labeling review concluded that use/user error contributed to the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump that was not turning on was confirmed during service evaluation. The cause of the reported condition was determined to be that the manual tube release (mtr) knob was in the open position. The mtr knob was reset to fix the reported condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.